Event description:
While performing a routine follow-up, the diagnostics listed the device as having 6 high voltage charges; 4 delivered shocks and 2 aborted shocks. When attempts were made to retrieve the associated egms, a message was recived that no electrograms had been stored. It was also observed that the serial number of the device listed on the diagnostics and the programmer screen were different. A review of the ram map by st. Jude technical services confirmed that egms were being stored. However, when another attempt was made to retrieve the egms, the device underwent a reset and again changed the serial number. Upon review of the egms, it was determined that the device was detecting lead noise from the pace/sense lead. It was also apparent that the device had undergone a reset prior to implant (explaining why the serial number did not correspond). Since there was a need for a lead revision, the decision was made to replace the device and conduct an analysis.